Manufacturer narrative:
Per -2424 combined report. The patient required the revision of a stem, head and liner due to bone fracture following a traumatic fall and subsequent stem subsidence. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The revision of the corin devices was only required as a result of bone fracture as the patient experienced a traumatic fall and not due to a design or performance issue with the devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market with the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision of the stem, liner and head due to subsidence of the stem following a traumatic fall and subsequent bone fracture.